Event description:
It was reported that on (B)(6) 2014: fall on bicycle, left undisplaced fracture of femur neck, left side. Osteosynthesized on (B)(6) 2014 with cannulated screws (these were not stryker products). (B)(6) 2014 assaulted at her mail box, no fall occurred. Once inside her kitchen, she experienced a snap in left hip, x- ray of left hip reveals left subtrochanteric fracture. On (B)(6) 2014 removal of screws, and insertion of long gamma 3 nail. This per relates to an event on (B)(6) 2014, during shopping, the patient allegedly experienced a snap in left hip and pain and she hobbled home. X ray shows non union in the subtrochanteric region, and breakage of nail. X rays are provided in attachments. Reosteosyzed on (B)(6) 2014 with bone graft and plate and screws.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The nail was classified as primary product during investigation. Technical investigation: no deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was drill marked within the anterior bridge of the proximal lag screw hole. The anterior breakage line was found within the drill marked area. This misdrilling effect did weak the anterior bridge and caused most likely a notching effect on the lateral side, that favours significant the nail breakage. Furthermore abraded material at lateral indicates that the user used the wrong ankle and damaged the nail hole. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the anterior bridge breakage surface; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the anterior bridge at lateral. After the anterior bridge was full or main partly broken, the posterior bridge followed also step by step. The nail broke due to a fatigue fracture. Bearing points on the distal part of the proximal nail hole indicate that loads were applied postoperatively to the implants; these loads did most likely also contribute to the nail breakage. Clinical investigation: the provided x-rays were evaluated by a medical expert: the treatment with the gamma3 nail shows a poor reposition; the bone fragments were not aligned and had no contact to each other, all loads were applied to the implants. After 3 months of implantation no signs of bone healing were visible; means the healing was delayed (delayed union). Delayed unions, postoperatively loads and intra-operatively implant damages can lead to implant failures and are listed as adverse effects in the IFU. Because no manufacturer related issues were found the case is attributed to a user error contributed by the patient. No non-conformity identified; no previous or actual actions are in place.

Event description:
It was reported that on (B)(6) 2014: fall on bicycle, left undisplaced fracture of femur neck, left side. Osteosynthesized on (B)(6) 2014 with cannulated screws (these were not stryker products). (B)(6) 2014 assaulted at her mail box, no fall occurred. Once inside her kitchen she experienced a snap in left hip, x- ray of left hip reveals left subtrochanteric fracture. On (B)(6) 2014 removal of screws, and insertion of long gamma 3 nail. This per relates to an event on (B)(6) 2014, during shopping, the patient allegedly experienced a snap in left hip and pain and she hobbled home. X ray shows non union in the subtrochanteric region, and breakage of nail. X rays are provided in attachments. Reosteosyzed on (B)(6) 2014 with bone graft and plate and screws.